Event description:
While performing perodic inspection and testing at the customer site, physio-control detected a burnt odor from the device. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control opened the device and observed that a wire connecting the negative battery pin in battery well #1, part of wire harness designator w10 (battery pins/power pcb cable) was burnt and the wire insulation cut along the length of the wire in the area where it passes by the metal shield on the power pcb assembly. The wire harness was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.